Manufacturer narrative:
Additional information was received that the patient's ipg would not hold a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.